Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The operator was not wearing personal protective equipment as required by the system user guide. After analyzing the instrument, the fse found that the waste disposal system used by the customer was not a siemens approved system. Proactively, the fse replaced a check valve and asked the customer to use a normal siemens approved waste container with a spigot. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Waste fluid was projected onto the operator's face when removing the waste bottle on an advia 2120i instrument. The operator was treated preventively. There were no reports of adverse health consequences due to the incident.